Event description:
Provider states the spring in the walking beam that broke and the other fell out as a result.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.